Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory product ID a820 serial# unknown product type software product ID hh9020tdd serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal dilaudid (hydromorphone) via an implantable pump for malignant pain and spine/back. The patient reported that they went to deliver a bolus yesterday and the handset said to call medtronic (message details asked/unknown). Patient stated when they tried again, the handset said the bolus was already given. Agent had the patient connect to the pump and said that the connection went through and that the bolus was delivered. Patient said that the communication would stop at 8%. Patient said that they had the communicator placed directly on their skin. Agent reviewed best practices for communicator placement. Agent asked the patient if they had ever deleted the data before (from 90% lag) and patient said no. Agent walked the patient through deleting the data. Agent asked the patient how many times they were bolusing a day and patient said a lot of times none, but lately they were in more pain so they would bolus twice a day, however they did not feel the bolus. When asked for the event date, patient said that it was about a month and a half. Patient mentioned that they would be changing pain doctors. Patient would call back to update healthcare provider (hcp) once they were established with hcp.